Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On 28-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed from the patient allegedly due to wound infection. The patient was started on antibiotics. On 01-jun-2020, the following information was reported to kci by the nurse: there was a technical issue with the activ.a.c.¿ ion progress¿ remote therapy monitoring system that allegedly caused the wound infection. The patient was placed on antibiotics. On 02-jun-2020, kci received records that noted the following: on (B)(6) 2020, the wound bed had healthy granulation. Cultures revealed polymicrobial infection. On (B)(6) 2020, there was some improvement to the wound measurements although recurrent thick edges. Fair granulation. Patient continued on two antibiotic medications.